Event description:
It was reported that during a peripheral angiographic procedure, a clot was noted in the vessel. The pt experienced right half paresis. The pt was given urokinases and the symptoms gradually were solved. Pt status is listed as "ok". It is unclear how the catheter performance is related to the incident.